Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting frequent loss of prime warnings with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 02/10/2014-device evaluation: the cartridge has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The pump was investigated on 01/31/2014. The history showed several loss of prime warnings due to low non-zero force. The pump powered on normally during testing and was able to prime successfully. The pump was exercised for 24 hours with no loss of prime. The force sensor was found to be in calibration. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and force test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.